Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the diagnostic mobile programmer application device parameters were off. Technical services advised to bring the patient to the clinic to program the device. The product status is still in use. No patient complications have been reported as a result of this event.